Event description:
It was reported that scale markings are missing on a bd safetyglide¿ insulin 1/2ml 30g syringe. No patient impact was reported. The following information was provided by the initial reporter: scale missing.

Manufacturer narrative:
Initial reporter: address information was obtained by searching the facility name on (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: customer returned an image of a single 0.5ml, 30 gauge, 8mm syringe from lot 1076597. The graduation markings and much of the other print on side of the syringe are missing. A review of the device history record was completed for batch # 1076597. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted for missing print. Based on the images received, embecta was able to confirm the customer¿s indicated failure of scale markings missing. Root cause: quality notification was created for missing print. CT printer was out of time causing there to be missing print on the syringe barrel.

Event description:
It was reported that scale markings are missing on a bd safetyglide¿ insulin 1/2ml 30g syringe. No patient impact was reported. The following information was provided by the initial reporter: scale missing.

Event description:
It was reported that scale markings are missing on a bd safetyglide¿ insulin 1/2ml 30g syringe. No patient impact was reported. The following information was provided by the initial reporter: scale missing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 28-july-2022. H6: investigation summary: customer returned (1) 1/2cc, 8mm, 20g bd safetyglide insulin syringe in a sealed blister from lot # 1076597. The returned syringe was examined and exhibited the same condition as shown in the photo. The graduation markings and much of the other print on side of the syringe are missing. A review of the device history record was completed for batch # 1076597. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted for missing print. Based on the images received, embecta was able to confirm the customer¿s indicated failure of scale markings missing. Root cause: quality notification was created for missing print. CT printer was out of time causing there to be missing print on the syringe barrel.